Manufacturer narrative:
(B)(4). The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Additional information. Device not returned for evaluation. Therefore, root cause could not be determined and the reported condition could not be confirmed.

Event description:
It was reported to baxter (B)(4) that the blue winged cap of one (1) ce infusor lv 10 device has come off of the end of the line resulting in fluid coming out of the infusor. According to the report, the device was filled with 6000mg of cephazolin compounded in 0.9% sodium chloride. This was observed before use; therefore, there is no patient involvement. No additional information is available.